Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: four samples of model 20019e extension set were received for quality investigation. The customers complaint that four smartsites, one on each of the submitted extensions sets, were not flushing was verified by manual inspection. A syringe was attached to each of the smartsite female luers indicated by the customer to not flush. Attempting to flush the extension set through the smartsite, it was observed that flushing was not possible. A device history record review could not be performed on model 20019e because a lot number was not provided by the customer. A trend for this occlusion issue has been identified for this product line. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause could not be determined. Rationale: a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp tubing was defective. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that ports indicated with blue tape do not function. Event description per email states: just wandering. Is there any update on the bd ¿smart site extension tubing set¿ issues. I just ran into a nurse and she questioned and said it¿s still happening ¿ she had 3 with issues last week. Appreciate any update." "I have 4 here, which I will send. Who do I send these too?" "These are new complaints." Customer response 26-oct-2020: can you provide details on the reported failure(s)? Ports indicated with blue tape do not function.